Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. Visually, it was observed that the ratchet latch assembly was not functional, and the jaws were not closing. Upon further investigation it was found that the linkage between the ratchet and the ratchet latch is not functioning as intended, preventing functionality of the jaw. This type of failure is a design feature to ensure that in the event the device is used beyond its intended use (for ex: clamping too much tissue, repetitive twisting etc), the linkage failure will occur within the handle and prevent loose bodies from leaving the device. This failure can be attributed to device use. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, but before being used on the patient, the sales rep's expressew iii autocapture flexible suture passer jaws would not close. The case was completed with another like-device with no patient harm or delays. The sales rep stated that after the procedure while inspecting the device, he might have broken the needle inside the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.